Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery voltage was 2.6344 volts on (B)(6) 2016. Elective replacement indicator (eri) had not been triggered. No patient alerts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The crt-d remains in use but is expected to be explanted and replaced. No patient complications have been reported as a result of this event.